Event description:
S [situation]: three neo 3.0 trach tts lot number 6028880 manufacturer date 6/24/2024; exp date 6/23/2029 defective, ref 67sn030 new out of the box. B [background]: the routine trach removal and insertion checklist and procedure is removed with every new hire in the unit. A [assessment]: during teaching a new hire, I grabbed above trach (new package-never opened) to sim trach cuff balloon check. During the balloon check, the balloon did not inflate. I tried it several times and I had an experienced nurse I was onboarding also check it. I then went and grabbed another trach- same lot number new out of package -- and again the cuff would not inflate. I brought to [redacted] and she too tried and was unable to inflate balloon. One of the trachs eventually had a slight inflation and then it ended up inflating using 5 cc syringe. R [recommendation]: I pulled both trachs and marked defective and entered a safer. We should pull all neo 3.0 trach tts lot number 6028880 manufacturer date 6/24/2024; exp date 6/23/2029 ref 67sn030. [Redacted] ordered 3 more via rss to replace the ones that were defective. Addendum: found 2 more so I tested them. One inflated properly, the other one only partially inflated. I have 4 boxes of new trachs to return. Manufacturer response for endotracheal tube, neo 3.0 trach tts (per site reporter).